Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the ins replaced twice in 2014 because ins was not in a good location and was implanted too deep. It was reported that the patient was unable to recharge because wires were facing outward. Consumer reported a return of pain.